Manufacturer narrative:
Section a2: correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed intermittent low flow hazard alarms; however, a specific cause for this finding could not be conclusively determined. A direct correlation between the reported events (hemolysis, suspected thrombus, driveline infection), log file findings, and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. This submitted log files contain data from (B)(6) 2019 at 5:53pm through (B)(6) 2019 at 12:40pm and from (B)(6) 2019 at 1:42am through (B)(6) 2019 at 11:08am. Low flow hazard alarms were captured intermittently on (B)(6) 2019 (19 total alarms). Estimated flow was captured at 2.4 lpm for each of these events. Overall, power ranged from 3.7-5.8 w, estimated flow ranged from 2.4-5.3 lpm, and average pi was between 2.4 and 7.2. The pump speed did not drop below the low speed limit for the duration of the files. No additional atypical alarms were captured for the duration of the files. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU lists driveline infection, hemolysis, and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of the IFU and hmii lvas patient handbook. The IFU outlines the recommended anticoagulation therapy, inr range, and indications of pump thrombosis, as well as how to respond to such events. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. Additionally, the IFU contains information about the system's alarms (including low flow hazard alarms). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient came to the clinic with an elevated lactate dehydrogenase (ldh). Lab results showed that hepatoglobin is low which indicates hemolysis. Ldh peaked to 880 u/l. Patient's baseline ldh is within 400 u/l to 500 u/l range. Patient was on heparin since admission. Eptifibatide infusion at 0.5 mcg/kg/min was started. Ldh was 740 u/l on (B)(6) 2019. Patient has multidrug resistant pseudomonas and (B)(6) on driveline and is on long term treatment. Patient was with IV antibiotics at home and demonstrated questionable compliance in the past. Patient is clinically stable.